Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 217 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's wife stated that last week the pump was either dropped in water or splashed by it. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and escape button dome switch. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.